Event description:
2017865-2022-07018, 2017865-2022-07019, 2017865-2022-07020. It was reported that the system was explanted for infection. The patient's status was unknown.

Manufacturer narrative:
The reported event was infection. Analysis found no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.